Manufacturer narrative:
Event summary: visual inspection of balloon catheter, 2af284 / 59085-099, showed that the catheter was intact with no apparent issue. Smart chip verification showed that the catheter has been used for twenty-five injections. Performance test was confirmed the system notice of (#(B)(4)) indicating that the refrigerant delivery path was obstructed, and the balloon did not inflate uniformly. Dissection showed that guide wire lumen kinked 1.3740 inches from the tip of the catheter. The catheter failed the performance test due to kink on guide wire lumen. In conclusion, the reported balloon did not inflate uniformly, catheter bend issues have been confirmed through testing. The balloon catheter failed the returned product inspection due to system notice of (# (B)(4)) as the result of guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter did not inflate uniformly. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. Further incoming information also indicated that the balloon catheter did not inflate uniformly, which caused the catheter to bend.